Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. No anomalies was noted. Functional testing was performed. The flex circuit was found to be defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective flex circuit. The flex circuit was replaced.

Event description:
It was found during investigation of a returned pump that the flex circuit was defective. There was no patient involvement and no harm/adverse event reported.